Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) and urea/bun (ureal) on a cobas c 303 analytical unit. The initial ureal result was 7.50 mg/dl. The repeat result was 62.6 mg/dl or 62.8 mg/dl. An additional repeat result of 74.6 mg/dl was provided. The initial crep2 result was 0.273 mg/dl. The repeat result was 8.13 mg/dl or 8.22 mg/dl. An additional repeat result of 9.71 mg/dl was provided. The repeat results were believed to be correct. The patient had subsequent draws, and the results corresponded to the repeat results for ureal and crep2. During the service visit, the field service engineer (fse) identified additional discrepant results for this patient sample. Note: the unit of measure was not provided for these results. The albumin results were 3.87 and 2.67. The glucose results were 99.2 and 150. The phosphorus results were 4.98 and 3.59.

Manufacturer narrative:
The crep2 reagent lot number was 88357301 with an expiration date of 28-feb-2026. The ureal reagent lot number was 88573101 with an expiration date of 31-mar-2026. The albumin, glucose, and phosphorus reagent lot numbers with expiration dates were not provided. The fse performed an instrument check with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Calibration signals for crep2 and ureal were acceptable. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) performed a precision check, and the results were within specification. The patient sample was inspected, and an unknown small red substance was observed at the bottom of the tube. The investigation did not identify a product problem. The cause of the event could not be determined.